Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device misfired. The product was removed from patient and handed off sterile field. There was no patient injury.